Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive, and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was returned with moisture behind the display lens corrosion in the battery compartment. The keypad was intact and all keypad buttons responded appropriately. The keypad cover was removed to find no contamination or button contact defects. The pump cover was removed to find moisture on the printed circuit board and on the keypad connector.